Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 8 months post implant of this 19mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 23mm transcatheter valve. The reasons for replacement were reported as aortic stenosis, moderate to severe aortic regurgitation, and a mean gradient of 37mmhg. It was also reported that the effective orifice area (eoa) of the valve was 0.7 cm. No additional adverse patient effects were reported.